Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
B1: added product problem per a review of the complaint record. H6: e1302 and f19 was omitted. Added a01. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Hematoma/ asae: the cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was taken back to the operating room to evaluate the 5.5 access site for a suspected hematoma. Interrogation was performed, and the patient returned with adequate hemostasis. The patient continued on support.

Manufacturer narrative:
H6: e1302 has been omitted.

Manufacturer narrative:
Added: b5, h6 (health effect - clinical code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: problem description: old value: patient has a bowel obstruction. No impella involvement. / new value: patient had to be taken back to the or to evaluate 5.5 access site for a hematoma. Interrogation performed and patient returned with adequate hemostasis.